Event description:
They report that the bezel is fracturing when using them, I attach the pictures.

Manufacturer narrative:
Photos received by our quality team for investigation. Through visual inspection, product packaging is observed, additionally needles are displayed. No defects or issues observed, physical sample is required to further analyze. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd¿ precisionglide¿ needles broke during use. The following information was provided by the initial reporter, translated from spanish: "they report that the bezel is fracturing when using them".